Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 09-aug-2016 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2008 for sterilization. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed and patient is recovering from this procedure. Because of the complaints patient was (and is being) impeded in her normal daily functioning and patient is suffering from injury. Quality safety evaluation received on 30-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment:this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted after an unspecified time had the xenobiotic material removed. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), gastrointestinal pain ("sensitive intestine"), peripheral swelling ("swollen feet, hands"), temperature regulation disorder ("continuously temperature"), hypertension ("high blood pressure"), ovulation pain ("pain in abdomen during ovulation") and arthralgia ("constantly pain in hip"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal was resolving and the gastrointestinal pain, peripheral swelling, temperature regulation disorder, hypertension, ovulation pain and arthralgia outcome was unknown. The reporter considered arthralgia, gastrointestinal pain, hypertension, medical device removal, ovulation pain, peripheral swelling and temperature regulation disorder to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 1-sep-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 31-aug-2017: case received from the dutch health care inspectorate (igz). New events added: sensitive intestine, swollen feet, hands, continuously temperature, high blood pressure, pain in abdomen during ovulation, constantly pain in hip. Essure has been removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority igz (reference number: (B)(4)) on 09-aug-2016. The most recent information was received on 10-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced gastrointestinal pain ("sensitive intestine"), peripheral swelling ("swollen feet, hands"), temperature regulation disorder ("continuously temperature"), hypertension ("high blood pressure"), ovulation pain ("pain in abdomen during ovulation") and arthralgia ("constantly pain in hip") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal was resolving. The outcomes for gastrointestinal pain, peripheral swelling, temperature regulation disorder, hypertension, ovulation pain and arthralgia were unknown. The reporter considered arthralgia, gastrointestinal pain, hypertension, medical device removal, ovulation pain, peripheral swelling and temperature regulation disorder to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority igz (reference number: (B)(4)) on 09-aug-2016. The most recent information was received on 07-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced gastrointestinal pain ("sensitive intestine"), peripheral swelling ("swollen feet, hands"), temperature regulation disorder ("continuously temperature"), hypertension ("high blood pressure"), ovulation pain ("pain in abdomen during ovulation") and arthralgia ("constantly pain in hip") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal was resolving. The outcomes for gastrointestinal pain, peripheral swelling, temperature regulation disorder, hypertension, ovulation pain and arthralgia were unknown. The reporter considered arthralgia, gastrointestinal pain, hypertension, medical device removal, ovulation pain, peripheral swelling and temperature regulation disorder to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 07-nov-2022: upon internal review this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2022-01272) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: consumer's address was added. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up information received no 12-sep-2016: no consent received from patient. Ha reference number was also provided (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted after an unspecified time had the xenobiotic material removed. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.